Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the stomach during a laparoscopic gastroplasty, the device stuck to the stomach tissue with no change in staple formation. The surgeon used another device to release the jaws from the tissue. There was no patient injury.